Event description:
The customer reported via phone call indicating that the insulin pump had a crack on the side of reservoir compartment , top right of the display screen. Customer's blood glucose was unknown mg/dl. The customer does not know how that damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call that she can't remove the battery cap on the insulin pump. Customer's blood glucose was 176 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.